Event description:
It was reported that this patient had a history of perforated lead which required repositioning. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. No additional adverse patient effects were reported.